Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('lot of bleeding and clots during period (the first 3 days)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("permanent pain in my lower abdomen (throughout my cycle)"), migraine ("huge migraines lasting 4 days"), fatigue ("fatigue") and myalgia ("muscle pain (like soreness after sports) especially in upper thighs and in legs"). At the time of the report, the menorrhagia, dysmenorrhoea, migraine, fatigue and myalgia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, menorrhagia, migraine and myalgia with essure. The reporter commented: the essure insertion went well in 2016. Current status: need to take naps, no inclination to do anything. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('lot of bleeding and clots during period (the first 3 days)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("permanent pain in my lower abdomen (throughout my cycle)"), migraine ("huge migraines lasting 4 days"), fatigue ("fatigue") and myalgia ("muscle pain (like soreness after sports) especially in upper thighs and in legs"). At the time of the report, the menorrhagia, dysmenorrhoea, migraine, fatigue and myalgia outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, menorrhagia, migraine and myalgia with essure. The reporter commented: the essure insertion went well in 2016. Current status: need to take naps, no inclination to do anything. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.